Event description:
It was reported that a patient underwent a very complex, open repair of a parastomal hernia defect with multiple abdominal wall defects on (B)(6) 2010. There was extensive dissection from one kidney around to the other kidney for this procedure and a large piece of mesh was placed. Due to the size of the defect, the surgeon introduced a second piece of mesh. Prior to use, the mesh had about an inch cut off. While tacking this mesh into place, it began to delaminate with the orc separating from the mesh. Both pieces of mesh were sutured into the patient. The delaminated layers were held together with sutures and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00384. The same patient is represented in each medwatch.